Event description:
It was reported that philips came out to do a recall service and now the device will not come on. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer states that the unit will not power on. The customer wants to know if this is covered under a warranty since the field change order (fco) for the navigation ring was done in november. The philips remote service engineer (rse) asked the customer if the fan was running or if the unit came on under battery power. The customer is not near the unit to perform any troubleshooting. Philips rse advised the customer to open the unit and check all cables and connections. The rse advised the customer that the unit could have a faulty power supply, power management (pm) printed circuit board assembly (pcba), power cord, or central processing unit (cpu) and further troubleshooting is needed. The customer is to troubleshoot further, and repair unit as needed. The customer will call back if further assistance is needed. Further information is pending.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.